Event description:
Procedure: laparoscopic cholecystectomy, appendectomy and repair of iatrogenic cecotomy. Reportedly, the following event occurred. During the procedure the surgeon placed the stapler across the base of the appendix, ligated, and fired to ligate the appendix. However, the staple line came apart partially in the mid portion of the staple line, resulting in an open area of approx 1 -1.5 centimeters. When the surgeon attempted to repair the incision with the stapler, it malfuncioned and the procedure was then converted to a laparotomy to repair the perforated cecum. Pt was hospitalized on multiple occasions and underwent multiple surgical procedures, including the insertion of a feeding j-tube and mediport due to incontrollable vomiting, severe gastroparesis, pain, nausea, and depression and ultimately underwent surgery to remove her stomach and part of her intestine.